Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance due to ongoing issues with sterile adapters. No troubleshooting was performed as the surgeon instructed the or staff to end the call with the tse. At the time the event occurred, anesthesia was already administered to the patient and ports were placed. It is unclear if the case was aborted or converted to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested all 4 patient side manipulator (psm)'s with a sterile adapter. All 4 psms required similar force to remove the sterile adapter except for psm #1. After the fse replaced psm #1, the sterile adapter had a much stronger engagement. The fse tested the system and verified that it was ready for use. The psm was received for failure analysis evaluation. During a visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a test system and when installing a sterile adapter, the sterile adapter would pop off on one side when tested with multiple sterile adapters. Despite the retention issues, failure analysis was able to install the sterile adapter and instrument and drive the psm with no issues.